Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the ok keypad button was sticking. No additional information was provided and troubleshooting could not be completed. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/26/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 04/14/2016 with the following findings: a visual inspection of the pump showed that the keypad cover was thinning. During testing, the ok button was intermittently unresponsive. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, the u-groove was damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.